Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5), in-house 0.026in mandrel as found condition: the pipeline flex and phenom 27 catheter were returned inside a bio-hazard bag and a shipping box. Damage location details: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube appeared stretched, with the ptfe shrink tubing still intact. The braid's distal and middle were not opened and frayed. The proximal end of the braid was opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or proximal bumper. The catheter tip and marker were examined, with no damage found. However, the catheter body was found to be accordioned from 3.6 cm to 7.8cm from the distal tip. No other anomalies were observed. Testing/analysis: the total and usable length were measured within specifications. The catheter was flushed with water and found to be patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub without issue; however, resistance was observed at the damaged locations. Conclusion: based on the returned devices, the customer complaint was confirmed, as the braid's distal and middle were not open and frayed. The cause of the failure to open could not be determined. Possible causes for this failure include vessel tortuosity, a damaged braid, or deployment of the braid in a vessel bend. The customer reported that the vessel tortuosity was moderate and that the braid was not positioned in the vessel bends, ruling out these factors as potential causes. It is possible that the damage to the braid contributed to the failure to open. Such damage can occur due to over-manipulation, improper deployment technique, or resistance encountered when advancing or retracting the delivery wire, as well as during deployment or re-sheathing. Additionally, the pipeline flex and the catheter were found to be damaged. The observed damage to the catheter (accordioning), braid (fraying), and hypotube (stretching) indicates that high force was applied. This damage may have resulted from the customer's attempts to deliver the pipeline flex through the catheter while encountering resistance. Possible causes of resistance include vessel tortuosity and lack of continuous flushing with heparinized saline during the procedure. The customer indicated that the vessel tortuosity was moderate, which eliminates it as a potential cause. Therefore, it is likely that the lack of continuous flushing with heparinized saline contributed to the resistance encountered during delivery. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 231070660); product type: ; implant date n/a; explant date n/a product ID fa-55150-1030 (lot: 229274872); product type: ; implant date n/a; explant date n/a product ID apb-1.5-4-3d-es (lot: 229753191); product type: ; implant date n/a; explant date n/a product ID unk-nv-echelon (lot: unknown); product type: ; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline flex stent that failed to open in the middle segment and a phenom 27 and marksman microcatheter that had resistance during stent delivery and an axium coil had resistance in an echelon microcatheter during the same procedure. The patient was undergoing a flow diverter assisted coil embolization procedure via femoral access to treat a right cavernous sinus segment unruptured saccular aneurysm. The aneurysm max diameter was 13.2mm and the neck diameter was 5.3mm. The distal landing zone was 3.94mm; the proximal landing zone was 4.16mm. Blood flow was normal. Vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. It was reported that devices were prepared and catheter flush administered per the instructions for use (IFU). Both a phenom 27 micr ocatheter and marksman catheter were reported to have resistance during stent delivery, the phenom in the middle segment, and the marksman in the distal segment. Both were replaced to continue the procedure. During deployment, when more than 50% of the pipeline flex stent was deployed, the stent failed to open in the middle segment. It was noted that the pipeline was not positioned in a bend. The pipeline was resheathed 2 or less times. No other steps or devices were used to open the pipeline. It was resheathed and removed with the microcatheter was was replaced to continue the procedure. It was additionally noted that during the procedure, an axium coil had resistance during delivery in the middle segment of an echelon microcatheter. There was no damage observed to the coil or catheter. The axium coil was replaced to continue the procedure. There was no harm or injury to the patient associated with this event.